Event description:
During acl reconstruction, a leak was found and there was a hole in the pressure sensor part of the tube. Access 15 displayed 'e03'and seized. When the tube set was removed and sensor on the system was dried, it started to function. However, error message 'e01' displayed and seized again after about one hour. Volumetric pump was used as a back-up.

Manufacturer narrative:
Product is not being returned for evaluation, therefore, no determination could be made for the reported device failure.